Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2002 and a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports that patient underwent a right hip procedure to excise bone (B)(6) 2007. Subsequently, a right revision procedure occurred on (B)(6) 2012, due to patient allegations of pain, elevated chromium levels, pseudotumor and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the revision procedure that occurred on (B)(6) 2012, was due to adverse local tissue reaction, fluid, pseudotumor and periprosthetic osteolysis. Medical records confirm the acetabular cup, modular head and taper adapter were removed and replaced during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The events for this patient were previously reported under manufacturing report numbers 1825034-2013-02191 / 02196. Additional information received indicated the need for further reporting on the implant associated with this manufacturer report number.